Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they got a new handset and they were always stuck at 90% every time they attempt to connect to the pump. Patient said it takes so long before they could get a bolus. Agent reviewed 90% lag issue. Agent had patient close all applications and walked them through clearing out the data. Agent had patient connect to myptm and patient confirmed they were able to connect easily this time. Patient would monitor the issue and would call back if the issue persists.